Event description:
The hospial reported that during an incident involving a patient in cardiac arrest, the lsr failed to operate properly and that the intake valve is faulty. It was unclear at the time whether the failure contributed to the patient's death. The mda report form listed "fatality" as "type of injury".